Manufacturer narrative:
The customer 's complaint of a tubing set with a hole and leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob requested but not provided, however the customer stated that the patient was an adult.

Event description:
It was reported that near the end of completion of an etoposide chemotherapy infusion, the patient stated that there was something leaking from the IV bag and that it had leaked onto the adult patient and the patient's daughter. Upon assessment, the rn found that there was a pin-sized hole in the primary tubing set. The rn instructed both the patient and the patient's daughter to wash the exposed skin area with soap and water. A chemotherapy spill kit was obtained to clean the fluid from the floor. Upon the patient's discharge it was noted that the patient and the patient's daughter were stable without complaints of skin irritation.